Event description:
Litigation papers allege patient has suffered extreme pain in her right hip, causing difficulty ambulating and sleeping.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges deep vein thrombosis, muscle damage, post-operative anemia and hematoma. After review of medical records for the MDR reportability, patient was revised to address instability. Revision notes stated that there was a lot of deep scar tissue and the tendon was thickened. It was also stated that the patient had a very thickened scar tissue and the acetabulum appeared to be somewhat retroverted and it was vertical. Clinical notes reported of pain, fall and moving sensation around the hip implants.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.